Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used in a dilatation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when advancing the device through the endoscope, difficulty was experienced and the device became caught at the biopsy channel. It was reported the exit marker coiled. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of exit marker coiled. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual analysis found that the returned device has no wingtool and the balloon remained in its wingtool position with no damage noted. The exit maker was found to be bunched up and loose on the catheter. The reported defect of exit marker loose/detached was confirmed on product analysis. The catheter was found to be cut. The accordion appearance of the damage to the exit marker is consistent with forcible catheter withdrawal. The most probable root cause for this event is operational context, as the complaint was most likely caused by procedural/anatomical factors encountered during the procedure which limited performance of the device. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used in a dilatation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when advancing the device through the endoscope, difficulty was experienced and the device became caught at the biopsy channel. It was reported the exit marker coiled. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.